Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and atrophy at the cuff site. The aus was replaced, and there were no additional patient complications reported.